Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a transobturator sling repair procedure for treatment of bladder suspension and other procedures. The patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report (B)(4) for a "bard pelvilace urethral sling."